Event description:
Synergy china registry. It was reported that stable angina occurred. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 85 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre dilatation and placement of 2.25 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Eight days later, the staged procedure was performed. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 35 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and a placement of 2.75 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. The target lesion #2 was located in the proximal left circumflex artery (lcx) with 80% stenosis and was 29 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #2 was treated with pre-dilatation and placement of 3.00 mm x 24 mm overlapped with 3.00 mm x 8 mm synergy stent systems with the residual stenosis of 0%. Post- dilatation was not performed. Five days later, the subject was discharged on clopidogrel and other medication. In (B)(6) 2024, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. Two days later, the subject was referred for coronary angiography which revealed 70% proximal stenosis in the lcx. The subject was diagnosed with stable angina pectoris. The 70% proximal lcx stenosis which had previously placed study device during the staged procedure was treated with percutaneous coronary intervention (target vessel revascularization-tvr). Post intervention, the residual stenosis was 0%. Additionally, non-target revascularization was performed, and the event was treated medically. Five days after, the event was considered to be recovering/resolving and the subject was discharged from hospital.